Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant procedure, while securing the atrial lead, the suture sleeve split in half. There was no insulation break noted. The physician believed the lead ¿looked wrong¿ due to possible lead damage. The lead was not used and was replaced successfully. The patient¿s condition was stable before, and after the procedure.

Manufacturer narrative:
A partial lead was returned for analysis in 2 segments. The connector portion measured 6.0 cm while the distal portion measured 46.5 cm. And a piece of the suture sleeve. The outer coil was found damaged at 34.0 cm from the distal tip due to over tighten suture. This portion of the lead was found cut at the distal end consistent with procedural damage.

Event description:
New information noted that the physician noticed a difference in coloration of the wires.